Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive ide disk kit was loaded. No conclusion can be drawn as repair results are unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer requested a part needed to be ordered for the stenoscop system. No pt injury was reported.